Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by the manufacturer representative on (B)(6) 2017 that the patient was seen at the health care professional (hcp) clinic for reprogramming and an x-ray due to a loss of stimulation. Apparently, the patient almost slipped and fell in an icy parking lot but caught themselves. Since then, the patient had increased pain and loss of therapeutic relief from the scs. The patient had been hurting ever since. Impedance measurements were taken and all were within normal limits. Stimulation was in their sides and not where they needed it in their right hip and leg/ankle. Multiple attempts to reprogram seemed to help for a day or two and then the pain got worse. The patient saw the manufacturer representative for programming on (B)(6) 2017 and a second reprogramming session occurred on (B)(6) 2017 due to the further pain issues. The x-ray was performed on (B)(6) 2017. The pain was worse now than it was before implant. It was reported that the x-ray showed a lead migration. A surgical intervention was scheduled for (B)(6) 2017. The date that the event stated was asked but unknown.